Event description:
Premature battery depletion was suspected. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The device was received in elective replacement indicator (eri). The device reached eri after explant due to exposure to cold temperature. The device image analysis indicated average monthly voltage and current trends were normal. The device outputs and pacing rate tests were performed, which found to be normal and within the specification. Stress tests were performed and did not find any high current anomalies to suspect premature battery depletion. A longevity assessment was performed and the device was in the normal range of operation and met appropriate longevity to eri. The reported event of premature battery depletion was not confirmed.